Event description:
As reported by the user facility. "Anesthesiologist inserting catheter in preparation for total joint surgery - was unhappy with placement, withdrew catheter - noticed tip of catheter was missing - unable to visualize tip under fluoroscopy - surgery was completed"